Event description:
The affiliate reported: during the surgery, when the surgeon tried to set the output level to higher than 40, it jumped to over 80. The surgeon lowered the output and finally set at 40. No surgical delay greater than 30 min was reported. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation and the unit was operational on receipt. It was also noted that the unit requires updates per (B)(4). The device was tested for 4 hours and observed without any failure. The unit was updated per (B)(4) and retested and passed on the final acceptance tests. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.